Manufacturer narrative:
Device manufacture date or lot# taxl805: 12/16/2010. Method: review of device history and complaint history. An eval of the device cannot be performed as the device was not returned to the MFR. Device history review determined all devices in the reported lots were accepted into final stock with no reported discrepancies. Complaint history review found no other events for the reported lots. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, upon striking the broach handle to remove the broach, the broach handle released from the broach before the broach was out of the femoral canal. We changed the broach handle and tried to remove the broach and the second broach handle prematurely released also. Tried again and broach finally came out.